Manufacturer narrative:
Three opened/used enlite sensors were inspected and tested. Two of three sensors failed due to high readings. The remaining sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 64 mg/dl and sensor reading was 44 mg/dl. Customer states she removes the sensor when issues occur. Customer agreed to return the sensor for analysis.